Event description:
A healthcare facility in san francisco reported that the power cord of an mr850 respiratory humidifier was found to be damaged with exposed copper wire. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in california where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician. Results: visual inspection confirmed that the power cord was damaged with exposed copper wire. Conclusion: we are unable to determine what caused the observed damage. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is compliant with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.